Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that while the surgeon was placing the rod into the head of the screw, some force had to be applied using the reduction instrument, and the head of the screw popped off the shaft of the pedicle screw. The patient wasn't harmed and the screw was replaced with an alternative screw. There were no fragments retained in the patient or patient harm. The reported event resulted in a 15 minute surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: device is an implant, not an instrument as initially reported but was not implanted in patient. The device broke during insertion and was removed and replaced prior to the completion of the procedure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.